Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion issue was reported with the abbott diabetes care (adc) device. The customer reported the "after attaching the sensor, a silver protrusion and needle were visible on the surface". The customer further reported "pulling out" needle and there was no third-party intervention provided for the reported issue. There was no report of death or permanent impairment associated with this event.